Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, the patient reported via chat that their wearable device failed overnight, despite having approximately three days of expected use remaining. The failure occurred while the patient was traveling for business. Due to the device malfunction, the patient experienced a hypoglycemic event requiring emergency medical assistance. An ambulance was called, and the patient¿s blood glucose (bg) level was measured at 44 mg/dl. The chat session was disconnected before further details could be obtained, and subsequent follow-up attempts were unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. On (B)(6) 2025, the patient reported via chat that their wearable device failed overnight, despite having approximately three days of expected use remaining. No additional patient or event information is available.